Event description:
A customer reported that during cataract and vitrectomy surgery, while performing silicone oil injection, a strange sound was heard from the system and vfc stopper dislodged. Some of the oil was observed going into the system. The system was restarted twice, but would not pass prime. The surgery was completed by manually removing the oil. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).